Event description:
Customer initially reports bottom part of forcep broke off the device broke during an extraction. There was no harm to the pt, the broken piece was easily retrieved. There are no further details available because the event occurred over a month ago.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.